Event description:
It was reported that the colonovideoscope had scope communication error (b30) during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on historical data, possible causes include such as electrical problems like: electrical/electronic component problem; open circuit; power source problem; signal loss. Electromagnetic compatability problems like: leakage/seal; stress; deformation; mechanical shock; wear and tear. Optical problems like: optical transmission problem; light source problem. Thermal problems like overheating. These causes can occur between components such as electrical cable; circuit board; plug; screen; display; electrical lead/wire; connector/coupler; lenses; tip; tube; chassis/frame; electrode; integrated circuit chip; discrete electrical component; optical fiber; imager; software interface; probe; light source; adhesive; connector pin; and power supply without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.